Event description:
Boston scientific crm received information that this right ventricular lead exhibited loss of capture on this pacemaker dependant patient. The patient was feeling symptomatic. Once the lead was programmed to unipolar capture was successful. The lead remains in service until the physician decides what to do. To date, there have been no additional adverse patient effects reported.

Manufacturer narrative:
At this time the product remains in service. If additional information becomes available this event will be updated as necessary. New information became available that this lead was surgically abandoned and successfully replaced.